Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5071-53 lead implanted: (B)(6) 2016 and dtbb1d4 crtd implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.